Event description:
This report is being filed after the subsequent review of the following journal article. Olecranon nail disengagement: a case report; c. Casstevens, t. Jentzsch, m. Archdeacon, m. Foad (2012). Olecranon nail disengagement: a case report, j shoulder elbow surg 21, e11-e15. The article reviewed a case with a 70 year old male patient with past medical history of type 2 diabetes mellitus, hypertension, and coronary artery disease. The patient was treated with urgent surgical debridement of the fracture and open reduction and internal fixation via a standard posterior approach with an olecranon osteotomy. The osteotomy was repaired with an intramedullary olecranon nail (synthes (B)(4), USA). Five months after the index procedure, the patient presented with pain and decreased elbow motion. Radiographs showed failure of fixation and nonunion of the olecranon osteotomy with complete disengagement of the olecranon nail. Revision surgery was performed via the same posterior approach. The olecranon nail failed at the threaded junction and striping of the threads along the proximal component was noted; however, the fixation screws for the nail remained intact. At the final follow-up, 36 months after the initial procedure, the patient¿s only subjective complaint was of pain while swinging a hammer. This report is 1 of 1 for (B)(4). This report is for an unknown olecranon nail.

Manufacturer narrative:
Device was used for treatment, not diagnosis. C. Casstevens, t. Jentzsch, m. Archdeacon, m. Foad (2012). Olecranon nail disengagement: a case report, j shoulder elbow surg 21, e11-e15. This report is for an unknown olecranon nail. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.